Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer was using mmt 523 insulin pump model and it was not blood glucose value.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on april 4. The customer¿s blood glucose level was 400mg/dl and 523 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to complete carelink upload. Customer was treated with insulin drip at the time of hospitalization. Customer stated that the insulin pump does not allege under delivery. Customer stated that the drive support cap appeared to be normal. Customer was assisted with high performance test and the result was no delivery. The device will not be returned for analysis.